Event description:
It was reported by the rep that (1) tlc75, (1) tcr75 were used during a laparoscopic posterior wall of stomach procedure. It was reported by the rep that in 2000 the pt was presented to the emergency room with acute abdominal pain due to perforation of posterior wall of stomach, and laparotomy of posterior wall of stomach was performed using the tlc75 and tcr75 mentioned above. Nine days later the pt returned to pre and post-op due to an abdominal mass. Abdominal exploration was performed, resulting in a liver biopsy: no instruments were used. Two days later the pt returned for abdominal drainage of the original resection site. An exploratory laparoscopy with the insertion of a jejunostomy tube was performed. Three days later the pt returned for another exploratory lap which revealed an infection at abdominal incision due to small bowel infarction. It was not known at the time of this report why or when the pt expired.